Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: ec method code desc - 1: device not returned (4114). Ec results code desc - 1: no findings available (3221). Ec conclusions code desc - 1: known inherent risk of device (22). Added summary of investigation. Investigation-evaluation: the product was not returned to cvi, therefore a physical investigation was unable to be performed. The DHR was not reviewed given the lot was unknown. Per IFU (B)(4) "catheter/lead removal devices should be used only by physicians knowledgeable in the techniques and devices for catheter/lead removal." , "when advancing sheaths, including the evolution device and/or steadysheath tissue stabilization sheath, use proper sheath technique and maintain adequate tension on the catheter/lead (via a locking stylet or directly) to avoid damage to vessel walls." , "excessive force with sheaths (including the evolution device and/or steadysheath tissue stabilization sheath) used intravascularly may result in damage to the vascular system requiring surgical repair." , "if excessive scar tissue or calcification prevents safe advancement of sheaths, consider an alternate approach." And "potential adverse events...¿.acute hypotension....cardiac tamponade..." This complaint type will continue to be monitored, tracked and trended per cvi's complaint handling and post market surveillance processes. A risk assessment will be performed and documented in the complaint summary tab in trackwise. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported to customer relations via complain form "when the right atrial lead was extracted, the patient "lost his bp and was found to be in tamponade." Sternotomy was performed to drain blood from the pericardium. The hole in the atrial appendage had already sealed by the time it was reached by the surgeon.

Manufacturer narrative:
Product code: dre. Concomitant medical devices: liberator locking stylet, one-tie compression coil, needle's eye snare. PMA/510(k): k141148. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation.

Event description:
As reported to customer relations via complain form "when the right atrial lead was extracted, the patient "lost his bp and was found to be in tamponade." Sternotomy was performed to drain blood from the pericardium. The hole in the atrial appendage had already sealed by the time it was reached by the surgeon.